Event description:
We have become aware of a medical linear accelerator malfunction. After installation of safety software update, the gantry may move in the wrong direction under certain specific circumstances. The identified circumstances are: user is treating in autosequence mode, and two consecutive treatment fields are to be treated with a gantry position between 170 and 190 degrees, and when moving the gantry to the treatment position for the first of the two segments, the user overrides the default gantry rotation direction manually by using the hand control or the keyboard, and the actual position of the first segment is different from the planned position of the second segment. If all the described conditions are met, the gantry will not move in the shortest possible direction from the first to the second field as expected, but will instead move the long way around the circle which will result in a gantry rotation of at least 340 degrees at a speed of up to 6 degrees per second. This could potentially lead to a collision which could result in serious injury. Its important to note that no injury was reported and 'motion stop' is functional at the control console.

Manufacturer narrative:
Risk analysis and corrective action plan is still under evaluation and once the decision is finalized, the regulatory agency will be notified.